Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 7/20/15. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: the product performs within specification, testing was unable to duplicate complaint. Black box and alarm history shows one alarm on 05/27/15, no battery/cartridge caps were returned, test battery/cartridge caps were used during investigation. "Ez-prime¿ steps were performed correctly; no alarms occurred during the investigation.